Manufacturer narrative:
Exchanging the pressure sensor assembly. After the exchange of the part the device is working properly. Hamilton medical ag case number is: cer:(B)(4).

Event description:
The following was reported to hamiton medical ag: fail at the calibration of flow sensor at the preoperational check. No patient involvement.